Manufacturer narrative:
B.2 an incorrect selection was made on the initial report that was submitted. A new selection was added. D.3 manufacturer name should not of contained numbers behind it on the initial report that was submitted. E.1 added initial reporter phone number as it was inadvertently omitted from the initial report that was submitted. The investigation has been completed. Stroke: the root cause of the stroke was unable to be determined due to insufficient clinical details. The device history review was completed and the pump passed all the post sterile inspection checks.

Event description:
The complainant reported that a patient suffered a stroke during impella 5.5 support. Support continued uninterrupted until planned weaning and explantation the following day.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.